Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an alarm while the pump was connected to batteries. At the outpatient visit, it was noted that a pump stoppage occurred. It was reported that the battery clips were exchanged and the event resolved. The patient was asymptomatic. No further information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusions: the report of power cable disconnect alarms while the patient was supported on battery power and a pump stop event can be confirmed based on the submitted log file. The log file contained approximately 21 hours of data, per the timestamp. The fixed speed was set to 8,800 rpm and the low speed limit was set to 8,400 rpm. Throughout the log file, fluctuating rsoc values were noted, with some of them triggering power cable disconnect alarms. The fluctuating rsoc levels and power cable disconnect alarms appeared to only occur while the controller was connected to battery power. At some point after day 366, hour 22, minute 10, external power to the controller was lost. This loss of power was accompanied by a pump stop and a controller clock reset. Power was restored, and the device operated as expected for the remainder of the log file. The duration of time for which the pump was stopped cannot be conclusively determined. Per the clinical specialist, the patient¿s battery clips were replaced, and the issues resolved. The patient was discharged following the clip replacement. The 14v battery clips were not returned for evaluation and a specific cause of the reported event was unable to be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii patient handbook and the heartmate ii instructions for use explain all alarms conditions, including power cable disconnect and pump stop alarms, and the proper actions to take if the alarms cannot be resolved. The patient handbook also has safety checklists that instructs the patient to check the connectors, on both the controller cables and different power sources, for dirt, grease, or damage. The heartmate ii instructions for use advises to "clean the metal battery contacts and the interior contacts of battery clips monthly". The IFU also covers the proper steps for cleaning the metal contacts of 14v li-ion batteries and battery clips.